Event description:
Complainant alleged that during functional testing, the device's battery vented inside the device and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. An internal inspection found extensive damage and contamination. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The device logs were unable to be reviewed to obtain battery information. The device has been deemed unrepairable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.